Event description:
Report received of several undocumented incidents whereby clave adapters are "falling off" as if there is "insufficient glue". In one incident, a patient with unknown age, gender and diagnosis was receiving fentanyl via pca pump. The clave adapter on the primary IV macro-tubing had fallen off and the patient did not get adequate pain relief. The tubing was changed with no further problems. There was no reported leaking or bleedback reported. There was no adverse effect to the patient. Additional information was requested, but no further information was provided.